Manufacturer narrative:
Correction to h3 and h6 investigation type, on 04may2023, a technician was on site and noted an expired canister of schülke & mayr thermosept ER in the etd machine. (Expiration date 10/2022) after replacement a second hmi check was performed on the two etds and 4 endoscopes. All tests were negative, no germs were found. Therefore, the device was not evaluated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after the expired cleaning solution was replaced, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that pathogens were detected on two endo thermos disinfectors (etd) and four endoscopes used at the facility during the hygiene microbiological investigation (hmi) inspection. The customer then contacted olympus and requested an inspection of the etds. A technician was on site and checked the two etds. A second hmi check on the two etds and four endoscopes was performed. After the second hmi test, all results were negative. No pathogens were found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This complaint # (B)(4) captures a report on evis exera ii gastrointestinal videoscope model: gif-q165, serial number: (B)(6). The rinsing liquid endoscope - air-water channel, the flushing liquid endoscope - instrumentation channel, rinsing liquid endoscope-optics rinsing solution and swab endoscope -distal end/valve inlet were cultured. As per the first hmi report result dated: (B)(6) 2023, the instrument channel and rinsing liquid endoscope - optics rinsing solution tested positive for more than eight (8) colony forming units (cfu) per milliliter of pantoea agglomerans.the total number of colonies identified was well above the guideline value of 1 cfu/ml. The test also included testing for indicator pathogens such as enterococci, enterobacteriaceae, pseudomonas and other non-fermenters, greening streptococci, and other hygiene-relevant pathogens such as staphylococcus aureus. The following indicator germs were detected: e. Coli, enterococci and enterobacteriaceae: the detection of bacteria that are part of the intestinal flora indicates insufficient close cleaning and disinfection. Complaint on other endoscopes captured in related patient identifiers: (B)(6) (model: gif-q145; serial number: (B)(6) (B)(6) (model: gif-h180j ; serial number: (B)(6), (B)(6) (model: cf-h180 al; serial number: (B)(6)).

Manufacturer narrative:
The device was not returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is received.